Event description:
It was reported that variable r-wave measurements were noted. During an induction test, undersensing due to the low r-waves were noted during the arrhythmia. Programming changes were made and further induction testing successful. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.